Manufacturer narrative:
(B)(4): the probe has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional info: the part returned was found broken about 21mm from the tip. No defect has been identified at the level of the breakage. The breakage is consistent with the application of local bending force. Such local bending force is consistent with the tip of the instrument embedded in a solid material and bent laterally multiple times until damaging the metal and breakage.

Event description:
It was reported that the patient underwent a posterior thoracolumbar interbody fusion at l4-s1. It was reported that the probe tip broke while palpating the pedicle. The tip was retrieved. No patient complications were reported.